Manufacturer narrative:
(B)(4). The subject rt380 adult dual-heated evaqua2 breathing circuit has been requested for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher & paykel (f&p) healthcare field representative, that a rt380 adult dual-heated evaqua2 breathing circuit was leaking before use on a patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: review of a photograph provided by the healthcare facility confirmed a cut in the expiratory tubing of the breathing circuit. Conclusion: we are unable to determine the cause of the cut in the expiratory tube of the breathing circuit as the device was not returned for investigation. However, it is possible this may have occurred if a sharp object was used to open the device packaging. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged. "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Do not stretch or milk the tubing."

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher & paykel (f&p) healthcare field representative, that a rt380 adult dual-heated evaqua2 breathing circuit was leaking before use on a patient. There was no patient involvement.